Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise over-sensing. No intervention was made. No patient symptoms were reported.

Event description:
Additional information received indicated that the atrial lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. The patient was stable.